Manufacturer narrative:
The investigation determined the issue was due to the incorrect execution of customer maintenance.

Manufacturer narrative:
The analyzer's serial number is (B)(6). The calibration and qc were acceptable. The field service representative adjusted the sipper probe, performed checks, cleaned the water tank, and replaced the procell and cleancell bottles. He cleaned the sipper, probes, the mixer, and the rinse stations. He performed primes, a measuring cell preparation, and cleaned the liquid flow path. The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys estradiol iii assay results for 1 patient sample on a cobas e 411 analyzer (rack system). The initial result was 22.52 pg/ml. The repeated result was 63.23 pg/ml. This result was believed to be correct. The customer cleaned the liquid flow path and repeated the sample. The result was 19.20 pg/ml.